Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red screen appeared upon interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD). Review of the data found a da error message. Boston scientific technical services (ts) was contacted and discussed this indicated a temporary memory reset in the device's firmware. Ts advised to proceed with the device interrogation and no further issues were found. No adverse events have been reported. The device remains in service.